Event description:
Tr band was applied per protocol to arterial access site at right wrist. After inserting air into the tr band bladder, the sheath was removed. At the same time, air broke loose from the bladder in what appeared to be a defective air bladder.